Event description:
It was reported that the insulin pump alarmed failed battery test. The customer declined to provide the blood glucose reading. The caller stated that the insulin pump broke down and would not accept new batteries even after waiting 24 hours; she was advised that a new battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.